Manufacturer narrative:
Product does not meet specification. Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No vibration during self test due to severe corrosion on vibrator harness assembly. Device received with cracked battery tube area. All buttons function properly however device received with moisture damage on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button error alarm and the insulin pump was not exposed to a change in altitude. Customer was unsure if the button was pressed for 3 minutes or longer. Customer also reported to have experienced high blood glucose event due to infusion set being pulled out and breaking at the quick release. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.